Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Clinical study: "evd clogged and required replacement with lf cerebroflo evd on (B)(6) 2022. Evd again clogged on (B)(6) 2022 and lumbar drain was placed. Stereotactic rf evd was replaced on (B)(6) 2022." Patient status: recovered.

Manufacturer narrative:
The cerebroflo evd catheter kit (37550101) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.